Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the consumer saw an informational power on reset (por) on their patient programmer. There was no number listed per the consumer. The scs was reported to work fine after the por was cleared. No further complications were reported.